Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component, a vela main printed circuit board assembly (pcba), and evaluated the device. An evaluation of the component duplicated the reported issue and isolated the issue to a faulty transducer.

Event description:
This complaint originated from our foreign distributor in (B)(4). The distributor called carefusion technical support to report that one of their units is alarming "vent inop motor fault circuit fault low ve." This incident is an "out of box failure." It occurred when the distributor checked their inventory. There was no patient involvement. According to the distributor, they replaced the main printed circuit board, then the unit started working "okay."

Manufacturer narrative:
(B)(4). Carefusion technical support shipped the foreign distributor a replacement main printed circuit board. They also issue a returned goods authorization (rga) number to the distributor for the return of the alleged faulty main printed circuit board for evaluation. As of 03/05/2015, the alleged faulty main printed circuit board has not been received. Should the alleged faulty main printed circuit board be received and evaluated, a follow-up medwatch report will be submitted.